Event description:
A patient reported via a healthcare facility in (B)(6) that an rt340 adult dual-heated evaqua breathing circuit did not pass the ventilator leak test during set up. The patient has reported that there appeared to be a hole on the angled connector of the evaqua (expiratory) limb. The patient has further reported that when the circuit kit was changed with a new one, everything worked accordingly. No patient consequence was reported.

Event description:
A patient reported via a healthcare facility in (B)(6) that an rt340 adult dual-heated evaqua breathing circuit did not pass the ventilator leak test during set up. The patient has reported that there appeared to be a hole on the angled connector of the evaqua (expiratory) limb. The patient has further reported that when the circuit kit was changed with a new one, everything worked accordingly. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit, lot120126, was returned to the manufacturer. The complaint breathing circuit was visually inspected, pressure tested and submerged in a waterbath. Results: no damage was observed on any part of the returned breathing circuit kit. The pressure and waterbath test revealed the pressure to be within specification for this product. No fault was found. Conclusion: the returned complaint breathing circuit passed both visual and pressure tests. No fault was found. We are unable to replicate the reported leak by the customer. No hole was observed on the returned complaint breathing circuit. The "hole" on the angled connector of the evaqua (expiratory) limb reported by the customer is the glue port. During production, the glue in the glue port shrinks a little when it is cooled, giving an appearance of a "hole". However, the glue port is completely sealed and the waterbath test confirmed that there was no leak. All rt340 adult breathing circuits are visually inspected and pressure tested for leaks prior to distribution and those that fail are rejected. The user instructions supplied with the rt340 breathing circuit state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a follow up report upon completion of our investigation.